Manufacturer narrative:
(B)(6) company comment dated 21-jun-2022: this case involves an unknown age female patient who had constant knee problems without signs of infection/only pain/developed constant pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited available information, causal relationship between the event and suspect product could not be denied. However, case would be re-assessed when further information regarding patient¿s past medications, concomitant medications, underlying indication, injection technique, concurrent clinical presentations, and other risk factors becomes available.

Event description:
Constant knee problems without signs of infection/ only pain/ developed constant pain, knee pain. Case narrative: this case is linked to case (B)(4). Initial information was received from germany on 15-jun-2022 regarding an unsolicited valid serious case from a physician. This case involves an unknown age female patient who had constant knee problems without signs of infection/ only pain/ developed constant pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection (lot - 9rsp022h, expiration date: oct-2022) (dose, frequency, strength, route, indication: unknown). Reportedly, doctor asked for information about the product synvisc and side effects that have occurred - constant knee problems without signs of infection, only pain (arthralgia: latency: unknown; required intervention), in 3 patients from the practice after administration of the product, which cannot be influenced by local and systemic cortisone treatment and therapy with electrical stimulation. The doctor asked if there were any findings, tips, experiences, studies to alleviate the newly occurring symptoms. Doctor reported that it was heard by colleagues in 2019, it was not known in this form. The therapy was forced to be discontinued for these patients because they had since developed constant pain (arthralgia: latency: unknown). This case was reported because the patient continued to show symptoms despite treatment. Hylan g-f 20, sodium hyaluronate (synvisc) was discontinued on an unknown date. The patient was treated with local and systemic cortisone. At time of reporting, the outcome was not recovered for the event constant knee problems without signs of infection/only pain/developed constant pain. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Constant knee problems without signs of infection/only pain/developed constant pain/developed pain after the second syringe [knee pain]; case narrative: this case is linked to case (B)(4) (cluster). Initial information was received from germany on 15-jun-2022 regarding an unsolicited valid serious case from a physician. This case involves 79 years old female patient who had constant knee problems without signs of infection/only pain/developed constant pain/developed pain after the second syringe while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient was overweight. On an unknown date, the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) (strength: 16mg/2ml, lot - 9rsp022h, expiration date: 31-oct-2022, dose, frequency, route: unknown) for osteoarthritis. Reportedly, doctor asked for information about the product synvisc and side effects that have occurred - constant knee problems without signs of infection, only pain (arthralgia: onset and latency: unknown, intervention required), in 3 patients from the practice after administration of the product, which cannot be influenced by local and systemic cortisone treatment and therapy with electrical stimulation. The doctor asked if there were any findings, tips, experiences, studies to alleviate the newly occurring symptoms. Doctor reported that it was heard by colleagues in 2019, it was not known in this form. The therapy was forced to be discontinued for these patients because they had since developed constant pain (arthralgia, onset and latency: unknown). This case was reported because the patient continued to show symptoms despite treatment. The patient developed pain after the second syringe (arthralgia). Action taken: drug withdrawn and hylan g-f 20, sodium hyaluronate (synvisc) was discontinued on an unknown date. The patient was treated with local and systemic cortisone for the event. At time of reporting, the outcome was not recovered for the event. A product technical complaint (ptc) was initiated on 15-jun-2022 (ptc start date) for synvisc (lot/batch number: 9rsp022h) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc stated. Complaint: adverse event. Preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 01jun2023). Investigation (tj 16jun2023). Batch # 9rsp022h, synvisc was manufactured on 14nov2019 with expiration date of 31oct2022 yielding (B)(4). The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: there are a total of 10 complaints for mother lot 9rsp022 and sub-batches. 62749 temperature excursion 9rsp022a62820 other-product incident report 9rsp022f63084 package damage 9rsp02263137 temperature excursion 9rsp022f63530temperature excursion 9rsp022c100082223 plunger issue not otherwise specified 9rsp022d 100092971 syringe broken before use 9rsp022d100332110 other adverse reaction not otherwise specified 9rsp022h100332118 other adverse reaction not otherwise specified 9rsp022h100332119 other adverse reaction not otherwise specified 9rsp022h. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Based on investigation and trend analysis, no CAPA(corrective and preventive actions) required. Sanofi will continue to adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA is required. The final investigation was completed on 16-jun-2023 (closed ptc date) with summarized conclusion as no assessment possible. Additional information was received on 16-jun-2023 from quality department via other healthcare professional: ptc number, details and results were added. As reported verbatim for event was updated. Strength, formulation and indication was added for suspect. Patient age and concurrent condition was added. Text was amended.